Event description:
It was reported that the patient was having loss of stimulation due to high impedances. The patients stimulation was recovered by reprogramming. It was also reported that the patients leads had migrated. The patient underwent a lead replacement procedure wherein the cervical lead was fractured and the top half of the lead was abandoned inside the patients body. The physician implanted a new lead cervically. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 sn: (B)(6). The returned lead was analyzed and showed that the splitter was cleanly cut and the distal end of about 26 centimeters was not returned. X ray inspections found cable fractures in the proximal end just after the retention sleeve. With all the available information, boston scientific concludes the reported event was confirmed and the probable cause was a known inherent risks of the device. Sc-2317-70 sn: (B)(6). The returned lead was analyzed and showed that the splitter was cleanly cut and the distal end of about 29 centimeters was not returned. X ray inspections found cable fractures in both proximal ends just after the retention sleeve. With all the available information, boston scientific concludes the reported event was confirmed and the probable cause was a known inherent risks of the device.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5025612.

Event description:
It was reported that the patient had loss of stimulation due to high impedances noted on both leads. The patients stimulation was recovered by reprogramming. The patient underwent a revision procedure wherein the leads were replaced. During the procedure, the physician was not able to remove the full cervical lead and it had fractured. It was noted that the top half of the lead was left inside the patients body and the physician had no further plans to remove the lead. The patient was doing well post-operatively.